Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]. -all channels: bacillus spp. Mesophiles (6 cfu/endoscope) and coagulase-negative staphylococci (2 cfu/endoscope). [Second time; (B)(6) 2020]. -coagulase-negative staphylococci (14 cfu/endoscope). [Third time; (B)(6) 2021]. -all channels: stenotrophomonas maltophilia (3 cfu/endoscope) and coagulase-negative staphylococci (2 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr checked the subject device and found followings. - the light guide lens was chipped. - the glue around lenses were porous. - the angulation was out of specification. - the instrument channel was more than 3 years old. The device had been reprocessed with an olympus automated endoscope reprocessor model etd 4 (not available in the USA) using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.